Event description:
It was reported that during a hip surgery the shaverblade (bone cutter) worked very briefly (5 sec), and then stopped. Upon removal, the bottom of the shaver blade/the connection to the shaver handle, was almost shredded, and clearly broken. It was very hard to disconnect. It was discovered outside the patient. Another shaverblade was used, and same thing happened. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 22-aug-2023: it was confired that the devices ar-8500 or ar-8550 were used with the reported shaver handpiece.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.